Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of abrasion along the lead body. However, the insulation was found intact. The abrasion marks most likely occurred due to constant friction against another implantable. Diagnostic images clarifying this assumption were not available. The analysis did not show any deviations which might have contributed to the reported noise. Moreover calcified appearing tissue residuals were noted along the lead body. Although the lead was found to be electrically continuous, calcification is known to cause high impedances. Furthermore severe explantation damages were observed. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to noise and varying impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.